Event description:
On 09/19/2013, report of explant received from (B)(6). Reason for explant not stated. Investigational letters will be sent to implanting physician/facility and following physician. All pertinent information will be provided as received.